Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient had a revision surgery on (B)(6) 2018 due to failed plate. The patient was then implanted with distal radius plate. The implanted distal radius plate failed again after a couple of weeks. The revision surgery took place on (B)(6) 2018. Broken device was removed easily. Surgeon used an external fixator as he didn¿t want to use the distal radius plate again. Procedure was completed successfully. This report addresses the second revision surgery due to broken plate. The first revision surgery is addressed in the linked complaint (B)(4). Concomitant devices reported: cortex screw ø2.4 self-tap l16 tan (part # 401.766, lot # l084017, quantity 1), screws (part # unknown, lot # unknown, quantity 6). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 04.115.350 , synthes lot number: l333213, release to warehouse date: 14 march 2017 , manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed for the subject device: the investigation has shown that the plate is broken as complained. The breakage occurred at the va6 plate hole. Both broken parts were returned for investigation. The plate presents normal signs of use. The review of the device history record revealed that this implant was manufactured in march 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Review of raw material certificate indicates that material conforms to specifications. The critical features in regards to this breakage are the plate thickness, the thread zero point, the plate width and the slot length. These features were checked during manufacturing as well as on the returned implant. All measurements have shown that the dimensions are in accordance with the technical drawing. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The exact cause of failure cannot be determined; a material or manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.